Event description:
My wife a lung cancer pt, who depended on the machine for oxygen. (B)(4), a home medical equipment provider, had replaced a lower-capacity machine with this higher-capacity machine only a day or two before. The machine in question is a respironics millennium m10. Within 48 hours of having the new machine, (B)(6) complained that her usual 5 liters per minute was not enough, so I raised the rate to 7 l/min, thinking this was the progression of the disease. (Looking back, this may have been a sign of machine failure.) The night of (B)(6) 2014 around 9:15 pm, I refilled the water in the "bubble humidifier", (B)(6) seemed to be comfortable. I walked into the kitchen, I heard (B)(6) groan then ran back to her bedside, where I checked her cannula (nose piece) and found no oxygen coming out. I retraced the line for kinks and found none. I switched to emergency oxygen. The emergency oxygen didn't revive her. I tried mouth-to-mouth, which did not work. I called 911 and the dispatcher coached me through chest compressions. Soon the ems crew arrived, but they failed to resuscitate her. My friend (B)(6) witnessed the machine in its failing state, a couple of hours after the incident. (B)(6) can vouch that the machine did not deliver oxygen through the cannula. That same weekend, I invited a neighbor couple, one of whom is an ex-nurse familiar with oxygen equipment, to inspect the machine. They will sign an affidavit that the machine did not deliver oxygen through the cannula when powered on. The nurse detached the bubble humidifier and pronounced that the oxygen connection between the bottle and the concentrator did not allow oxygen to flow. The bubble humidifier is an airlife 002006.